Manufacturer narrative:
This supplement serves as a correction: it was reported to intuvie that the IV set was kinked and most of the fluid was not infused. The IV set was not returned; however, a photo of the IV set was provided for review. The tubing segment visible in the photo appears intact and properly loaded into the pump channel. The reported flow issue is most consistent with an occlusion upstream of the pump, which is not detectable by the device, rather than a device or tubing defect. The z-800 pump series does not detect upstream occlusions. Based on the available evidence and review of the image, the most likely cause of the reported event was an upstream occlusion that could not be detected due to the absence of an upstream occlusion sensor, rather than a material or functional defect of the tubing itself. CAPA-zm2023-20 was initiated to investigate the root cause for this failure mode. H6: investigation findings (c): 3221. This code is applied as the investigation was performed using the photo of the IV set provided by the end user. The physical IV set was not returned; therefore, functional testing could not be performed. Reference to complaint # (B)(4).

Event description:
Intuvie received a report indicating that IV set was kinked and most of the fluid was not infused. No patient or user injury was reported.

Manufacturer narrative:
Intuvie received a report indicating that IV set was kinked and most of the fluid was not infused. The device was not returned. The failure mode was not confirmed and the probable cause remains undetermined. The investigation is ongoing. Reference to complaint numbers: (B)(4).